Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment was due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name - (B)(6) hospital.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to a leadless pacemaker procedure. Reportedly, the prostyle suture was not attached to the needles when the plunger was pulled out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than or equal to 24f, and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.